Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and obstructed with blood and tissue. The reported events of failure to capture, low lead impedance, and r-wave amplitude variation were not confirmed. Electrical testing did not indicate any conductor fractures. However, due to procedural damage, the lead did not pass the short test. A visual and x-ray examinations revealed no anomalies except for procedural damage.

Event description:
It was reported that loss of capture, low pacing impedance, low sensing, and low current of injury was observed on the right ventricular (rv) lead. The physician attempted to reposition, but the lead was unable to be separated from the tissue. Diathermy was used to remove the rv lead and a new conductive pacing system was implanted to resolve the event. The patient was in stable condition.